Manufacturer narrative:
The gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: the findings of the evaluation are consistent with the reported event description that the curved leading olive was separated from the catheter. Based on the device evaluation the olive was likely not sufficiently bonded to the catheter. The separation of the curved leading olive from the catheter is likely a manufacturing deficiency related to the cmds olive bonding process. Based on this investigation, the likely root cause is the catheter end was damaged post-trimming or pre-olive entry during the olive bonding process, resulting in insufficient braided shaft depth.

Event description:
On (B)(6) 2023, this patient underwent emergent treatment of a descending thoracic aortic dissection and was implanted with gore® tag® conformable thoracic stent graft with active control system. Post deployment, fluoroscopy showed that the leading olive tip had become detached from the delivery system catheter and remained in the descending thoracic aorta. An additional device was implanted with the expanded device trapping the olive against the aortic wall. The reason for the detachment of the olive was unknown, the physician reported no difficulties with delivery, advancement, or anatomical issues for the patient. The patient tolerated the procedure. The device delivery catheter was retained by the site for analysis by gore. The results upon completion will be provided via submission of a supplemental medwatch.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.